Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently, the device was explanted and replaced. The device is expected to be returned for product analysis. No additional adverse patient effects were reported.